Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding a cuff inflation/deflation issue. The customer indicated that the device was removed due to the cuff inflation/deflation issue but there were no further injury associated with this event.